Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial lead dislodged. It was noted that the lead exhibited high impedance and high capture thresholds. After repositioning several times in different positioned the same result was observed. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, high pacing impedance and unacceptable threshold. As received, a complete lead was returned in one piece. The reported event of high pacing impedance and unacceptable threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. One of the tines was found broken consistent with procedural damage. Visual and x-ray examinations found no anomalies except for procedural damage.